Event description:
It was reported to philips that the live and reference monitors went out during an operation. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned treatment at the time of the reported event. The procedure was bit delayed and completed after restarting the system. A philips field service engineer (fse) inspected the system on-site and identified that the 5v power supply for the video converters to the monitor was not connected properly, resulting in a loose signal connection. To resolve the reported issue, the power supply was correctly reconnected, voltage and video transmission was verified. The system was returned in good working condition and was ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information was received that identified that the issue was resolved by restarting the system. If a loss of function occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of function issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss function is restored with one warm or cold restart and the procedure is completed, it is unlikely that the issue would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Philips has therefore concluded this event to be not reportable. The codes were updated based on the investigation outcomes.